Event description:
The customer reported that "she never felt the needle insert"; despite this, however, "she kept it on anyways." It is unk how long the pod was worn for. When she checked her bg levels, she measured "high" (greater than 500mg/dl). No additional info about the device or the event was provided. The pod will be returned for eval.

Manufacturer narrative:
The pod was returned for eval with the needle and cannula un-deployed. The investigation confirmed that the needle mechanism had not fired due to interference from a misaligned component. The customer indicated that she "never felt the needle insert", but proceeded to wear the pod (it is unk how long the pod was worn for). The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted." If user guide instructions were properly followed, the user would have noticed that the cannula had not deployed (which would have been visible through the viewing window) and would have immediately removed and replaced the device. The user guide also warns the user to "check the infusion site often to make sure the pod and soft cannula are securely applied and in place. If the cannula is not properly inserted, hyperglycemia may result". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.